Event description:
In 2009, the lay user/reporter, the patient's nurse, contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The day before at 8:30 pm, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. On the date of the report at 2:30 am, the patient experienced the symptoms of sweating, weakness, nausea and incoherence. The patient took the action of drinking orange juice, and contacted emergency services. Paramedics arrived, and at 3:00 am, reportedly tested the patient's blood glucose level to be 61 mg/dl. The patient received additional treatment with food. The patient manages her diabetes with insulin, and tests her blood glucose level twice per day. During the troubleshooting telephone call, the customer care advocate determined the patient's test strips were correct, and the meter did successfully power on with both the power button and test strip insertion. The issue was not replicated during troubleshooting. The meter, test strips and control solution were replaced. The patient claimed the reported meter would not power on and afterwards suffered symptoms suggesting severe hypoglycemia and received emergency treatment with food. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.